Event description:
It was reported that the preloaded intraocular lens (iol) was inserted, however, the lens was removed from patient's right eye as a scratch was noticed on the lens. Another lens of same model and diopter was used as the replacement. There was no patient injury and no other intervention was required. The original lens was discarded. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.